Event description:
Vns pt was diagnosed with vocal cord paralysis by an ent. It was reported the stimulation was initiated at the time of initial implant. The pt began complaining of neck pain and dysphagia and was then diagnosed with vocal cord paralysis. The pt's device was programmed to off approximately five months post-implant with plans for follow-up six weeks later. At the time that the device was programmed to off, the pt's voice was at a whisper.